Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1.

Event description:
Patient confirmed, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ cyst: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported suffers from pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. Patient confirmed baker grade iii. The device has not been explanted. Right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ cyst-ndr: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. As per the investigation procedure, creases and observed an opening assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported suffers from pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. Subsequently, patient confirmed baker grade ii and feeling of tension in connection with implant recall as well as a dislocated implant and ¿microcysts the device has been explanted. Right side.

Event description:
Patient reported right side pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. Subsequently, patient confirmed baker grade iii and feeling of tension in connection with implant recall as well as a dislocated implant and ¿microcysts. Patient later reported baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Initial reporter declined further follow-up, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: pain and hardening and that the doctor stated it was the start of capsule fibrosis (baker grade unknown) moving into the arm.

Event description:
Patient reported suffers from pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. The device has not been explanted. Right side.